Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the flow of sorin centrifugal pump system with tubing clamp was low even when the rpms were turned to maximum during a procedure. There was no report of patient injury. The customer reported that the issue has occurred before, and that reorientation of the driver sometimes resolves the issue. Other times the issue has resolved itself after 10-15 minutes. Surgeons have been notified and clamping of the arterial line and cannula have been ruled out by the facility as causes. The customer reported that there is no excessive noise coming from the pump head to indicate a decoupling. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the flow of sorin centrifugal pump system with tubing clamp was low even when the rpms were turned to maximum during a procedure. There was no report of patient injury.

Manufacturer narrative:
Manufacturer has corrected information for contact and manufacturer. (B)(4) manufactures the livanova centrifugal pump system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). Additional information was received regarding the investigation. The field service rep was unable to reproduce error. He then replaced the flow probe. A functional verification was performed successfully and the unit was placed back into service. The field service rep confirmed that the part replacement in the field was deemed most appropriate. This resolved the problem and there was no need to return the unit for further investigation. Livanova rep investigated on site.